Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 13 months. The reason for explant is unknown. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the explant was due to endocarditis. The health-care provider also added that the explant was not related to any device malfunction or quality deficiency. Per the additional information obtained, patient had an initial surgery in february 2012 due to native valve endocarditis and consecutive formation of a subvalvular abscess cavity. The subject prosthetic valve was replaced to revise the abscess cavity and to cover it again with a bovine pericardial patch as the abscess cavity was probably compromising left coronary artery blood flow. There were no signs of a recurrent active florid endocarditis at the time of redo surgery. There were also no signs of inflammation in laboratory findings. Unfortunately, the subject device has been discarded by the heath-care provider. Therefore, no evaluation can be performed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information provided, ¿the explant was done only to revise the abscess cavity which was already present during the first surgery.¿ there was no allegation of product malfunction or quality deficiency. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.